Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer continued to use the pump and manual insulin injections for insulin therapy. Customer's blood glucose ranged from 360-361 mg/dl.